Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient(pt) said a couple of days ago they woke up and noticed part of the stimulator had slid down from the top to the bottom they can see it on their "profanity." Patient said it is not the neurostimulator and asked if it could come apart. Reviewed implanted components. Asked patient if they had any falls or traumas, patient said no but they do sleep on it. Asked if patient had any medical tests or procedures, physical therapy or massage to that area and patient said no but they weighed 100 pounds and there was no padding. Pt requested assistance to use their equipment to turn therapy off and was successful to turn therapy off. Redirected to report the issue to their hcp.